Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts from the center to distal end of the stent that were stretched and bent. The distal end of the stent was stretched over the distal tip. The proximal end had moved distally 4mm on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.25 x 32 synergy ii drug-eluting stent, when the device was taken from the scrub tech, the stent dislodged/embolized approximately 10mm on the balloon when the physician pulled on the distal end of the stent delivery catheter. The procedure was completed with another 2.25 x 32 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.25 x 32 synergy ii drug-eluting stent, when the device was taken from the scrub tech, the stent dislodged/embolized approximately 10mm on the balloon when the physician pulled on the distal end of the stent delivery catheter. The procedure was completed with another 2.25 x 32 synergy ii drug-eluting stent. No patient complications were reported.